Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) experienced an error. It was indicated that the main printed circuit board was out of specification electrically. It was also noted that the output connectors and hanger assembly were broken. It was also indicated that one case screw was contaminated. These parts were replaced and the epg passed final functional and system tests. Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. The main board was assembled into a golden case and device powered up normally. Tested on the automated test system, all tests passed. Error log analysis showed an error, but the error could not be reproduced. Conclusion: the reported event was verified from the error log but could not be reproduced on the bench.

Event description:
It was reported that the external pulse generator (epg) experienced an error upon start-up after being off for an extended period. The epg was returned for service. There was no patient involvement.